Event description:
This is report 3 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for three days. The patient was treated with cefazolin and vancomycin (dose, route unknown). Per the rn and patient, no defective packaging or dry minicap was observed. The cause was unknown. Per the rn, these events were unrelated to baxter devices or solutions.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as, (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13b13061 and h13a24037 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.